Manufacturer narrative:
No repair was made for this incidence of high agent output. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. No repair was made for this incidence of high agent output.

Event description:
The hospital reported the unit delivered a higher concentration of anesthetic agent then the set delivery rate. There was no report of patient injury.